Manufacturer narrative:
A DHR review of the associated kit lots were completed and no discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identified during review of the DHR and existing quality records.

Event description:
Two devices reported as having false positive results. Complainant performed additional pcr testing with a negative result.

Event description:
A device was reported as having false positive results. Complainant performed additional pcr testing with a negative result.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).